Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle break or hard to remove. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed visual inspection and found insertion needle bent inside the needle hub. Unable to confirm customer received sensor in said condition due to customer returned opened/used.